Event description:
A customer reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and assisted the customer through the reset process. After the reset, the error code did not reappear, and the customer was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.